Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the patient to medical services, patient had an aspira catheter placed approximately 8 weeks ago. About 1-2 weeks later the catheter stopped draining. Medical services response was to have patient check the valve and confirm the blue center is not sunken. They mentioned that it is possible the catheter is clogged. Medical services described to the patient how catheter can be flushed and suggested he have his doctor or nurse call for guidance."